Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. While the device was not able to be investigated, this issue has been previously investigation and is consistent with the use of a ji2000, which is not recommended for use with this tubing set. Previous investigation of this issue has concluded that leaking tube sets from the (B)(4) market that are associated with the use of a (B)(4) only ji2000 irrigator is an anticipated issue. Trends will be monitored for this or similar complaints.

Event description:
It was reported that the codman tubing set had leakage/hole on tubing between the spike side and patient side was noted during preparation before the surgery. The device was used with ji2000. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
Corrected field: device available for evaluation. It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. The sample was returned for evaluation. There was a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and was aligned with end of the top connector. The damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. This tubing was reported to have been used with a ji2000, which is not recommended for use with this tubing set. A review of manufacturing records did not show any anomalies during the manufacturing process. A complaint of a leaking tube set from the (B)(6) market that are associated with the use of a (B)(6) only ji2000 irrigator is an anticipated issue. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.